Event description:
It was reported sodium chloride 0.9% IV fluids was programmed to infuse at a rate of 65ml/hr at 1900. At 2300, allegedly only 300ml was remaining in the bag. There was patient involvement however no patient harm. A copy of medwatch was received from the FDA states "normal saline started at around 1900 at 65ml/hr using an alaris IV pump. When nurse came back at around 2300, he realized the intravenous fluid had been infused too fast given how much was left in bag. On visual inspection he approximated 300 ml was remaining in bag. No noted patient harm".

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported complaint of free flow of normal saline was not confirmed during a review of the log or replicated during testing of the suspect pump module. Thorough laboratory testing performed on the suspect pump module found the pump module performing within specification and having no errors or malfunctions. During testing there were no observations of unregulated flow. Set loading and unregulated flow testing observed no issues. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issue. The date was reported as january 04, 2025, between 7:00 pm and 11:00 pm. The associated pcu or its logs were not provided which prevented the ability to identify drug programming. System logs of the pump module were reviewed which has limited infusion details such as rate, volume to be infused (vtbi) and alarm events. The following information details the events from 4:34 pm on january 4, 2025, when the pump module was powered on, until 1:20 am on january 5, 2025, when the unit was turned off. It is important to note that the facility reported the event occurred between 7:00 pm and 11:00 pm. However, the lvp records show infusion starts at different times. On january 4, 2025, with the suspect pump module s/n 15363522, several events were recorded. At 4:34 pm, the pump module was powered on. At 4:35 pm, a rate of 65 ml/hr was programmed with a vtbi of 475 ml, starting the infusion. Multiple air in line alarms occurred between 4:35 pm and 4:36 pm, causing the infusion to be restarted several times. At 8:25pm, the pump module was turned off. It was powered on again at 8:45 pm, and a rate of 65 ml/hr was programmed with a vtbi of 245 ml, starting another infusion. This pattern repeated at 9:34 pm and 10:44 pm with the same rate but different vtbi: 245 ml and 1000 ml, respectively. On january 5, 2025, the pump module continued to record events. At 12:21 am, the infusion was paused and restarted multiple times until 1:20 am, when the module was turned off. During this period, alarms such as safety clamp open, door closed, and door open were recorded, indicating several interruptions and restarts of the infusion process. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pump module event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)). Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue of free flow of normal saline was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, a09, a070908, g04037, g04090, g03005, c0601, c02, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported sodium chloride 0.9% IV fluids was programmed to infuse at a rate of 65ml/hr at 1900. At 2300, allegedly only 300ml was remaining in the bag. There was patient involvement however no patient harm. A copy of medwatch was received from the FDA states "normal saline started at around 1900 at 65ml/hr using an alaris IV pump. When nurse came back at around 2300, he realized the intravenous fluid had been infused too fast given how much was left in bag. On visual inspection he approximated 300 ml was remaining in bag. No noted patient harm"

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.